Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged one bactec bottle broke inside the instrument, causing blood/sample to leak out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged one bactec bottle broke inside the instrument, causing blood/sample to leak out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: this complaint alleges a bottle broke while removing it from the bactec fx. The customer has tried to clean the instrument but was concerned about the blood that leaked where they could not reach. A bd field service engineer (fse) went to the customer site and found a small amount of leakage on rack c/d and e/f in drawer d. The fse removed all of the racks and cleaned them with a 10% bleach solution. The racks were replaced, and the sticky bits were cleared. No instrument issues were detected; the unit is functioning correctly. This complaint is an unconfirmed instrument failure. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.